Event description:
Cannot confirm ventricular capture on presenting egms with high rv threshold. Device appears to be under-sensing on ventricular lead on saved egms. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).